Event description:
During the ivtm therapy for a post-cardiac arrest patient (male), an icy catheter (lot # 162004) was inserted into the patient's femoral vein smoothly in a single attempt, and hypothermia was completed without any issue. During the normothermia phase, the patient got a fever. The user reconnected the thermogard xp ivtm system (sn unknown) and noticed that the saline bag was empty. The thermogard system generated an "air trap" alarm, and immediately, the user replaced the saline bag to continue the treatment. The next day morning, the nurse noticed the same issue and replaced the saline bag. The user is suspecting a catheter leak and 1000 ml of saline infusion. The dwell time of the catheter was three days. The catheter was not replaced, and the customer stated that the patient's treatment was continued conservatively; however the details of the treatment was not provided. No consequences or impact to the patient. Please see the following related MFR report: MFR #3010617000-2021-01139 for thermogard xp ivtm system (sn unknown).

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot #162004) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter's balloons and luer tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the icy catheter with lot #162004. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event was probably related to the device and procedure.